Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version 2.1.0. H6: multiple fdd/annex a codes were reported. A0902 was coded for the screen going black. A1102 was coded for the system still failing to log in to the application. H3, h6: the system was serviced in the field and no failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon logging on to the navigation system application, the screen just went black. The screen was completely black with no message about the lack of a video signal. After about 20 seconds, the system went back to the login screen. The manufacturer representative (rep) performed a hard reboot of the system, but the system still failed to log in to the application. The rep then performed another hard shutdown of the system, which resolved the issue and they were about to log in to the application. There was no patient involvement.

Manufacturer narrative:
H3) the software team reviewed the logs. The system logs captured two system restarts on the date of issue. The system logs also documented failures in mounting an encrypted filesystem and initiating the postgresql service, which was then followed by a restart. Additionally, the logs captured multiple occurrences of "error connecting to the database" on the day of the issue. These errors suggest corruption within the database, resulting in postgres being unable to start. According to the case information, rebooting resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.